Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26409. The pt received an scs which includes two leads from the same lot. It was reported the pt was receiving uncomfortable stimulation in her feet and toes that seemed stronger than it was before. Reprogramming initially resolved the reported issue. Follow up info identified the pt experienced another change in stimulation. Fluoroscopy confirmed the leads had migrated. Surgical intervention will be undertaken at a later date to resolve the reported issue. It was noted the pt is implanted with three leads, but only two anchors were used. (See MFR report: 1627487-2014-026411).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.